Manufacturer narrative:
Pending evaluation.

Event description:
Index revision surgery: (B)(6) 2014. Revision due to infection. The patient experienced pain, edema, and fever on total knee arthroplasty. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities. The case report form indicates this event was resolved with revision surgery. Patient entered the study under a revision of non-exactech components (depuy). This is the patient¿s first exactech revision.

Manufacturer narrative:
The engineering evaluation was likely the result of infection. However, no information supporting this diagnosis was provided, and the devices were not available for evaluation.